Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The leak was further described as "one of the supply lines and/or supply bags with white clamped line was leaking fluid and the fluid was underneath the bag". No damages were noted on the supplies and the connection was properly tightened before the therapy started. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. Rts assisted the patient with proper disconnecting procedures and reviewed proper setup procedures per the user manual. The patient would perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.